Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer stated that she had allegedly received first degree burns on her stomach and leg while using a heating pad in bed, and also stated that her sheets, mattress pad, and mattress were damaged. The consumer stated that she was using the heating pad in bed and was sleeping when the incident occurred, and that the room was filled with smoke when she woke up. The consumer stated that she received medical treatments for first degree burns and carbon monoxide poisoning. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing.